Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed and required maintenance. The field service engineer (fse) contacted the customer to assist with removing a cubie pocket that would not open. After logging in remotely, the fse found that the entire half height drawer 5.2 was not opening and that an onsite visit was necessary. During the onsite inspection of main drawer 5.2, the drawer was found jammed closed due to a fallen and damaged magnetic strip. The fse replaced the drawer, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pocket failed to open after recover and required maintenance. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.